Event description:
It has been reported to philips that the live monitor was not switching on. No harm has been reported. The available information does not indicate whether the device was in clinical use. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was not in clinical use at the time of the event. The philips service engineer inspected the system onsite and confirmed that the dvi extender cable was defective. The service engineer replaced the dvi extender cable, and the system was returned to use in good working order. It is advised in the instructions for use to perform a system verification test to ensure that the system is functional before use of any clinical procedure. This issue would not be likely to cause or contribute to a death or serious injury if this were to recur. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.